Event description:
It was reported that following a cadd cleo infusion set and cassette change, the patient experienced hyperglycemia overnight, with blood glucose reaching approximately 300 mg/dl, accompanied by nausea and body aches. The patient sought evaluation in the emergency department, where insulin and intravenous fluids were administered before discharge. Upon later inspection, the patient observed orange/red discoloration within the cannula and noted a small amount of blood upon removal of the infusion set. No occlusion or line blocked alarm occurred, and no leakage was observed. After replacing the infusion site and restarting the pump, the patient's blood glucose levels stabilized. There was patient involvement, and the reported event resulted in hyperglycemia that required medical intervention.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.